Event description:
It was reported by the customer's spouse, that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis and being unable to breath. Customer's blood glucose levels at the time of hospitalization 1200mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit had minor scratched display window and scratched case.